Manufacturer narrative:
Information for this event was obtained from a literature review article: journal of cardiovascular electrophysiology, 2025; 36:650¿662. Published by blackwell science inc. Titled "permanent left bundle branch area df-4 defibrillator lead implantation¿feasibility, procedural caveats, safety, and follow-up" ghosh a, sriram cs, manu n, sankaradas ma, upadhyay gm, pandurangi um. Further information was unavailable due to the nature of the source.

Event description:
It was reported in a literature review investigating the feasibility/success rate of df-4 implantable cardioverter defibrillator (ICD) leads in the bundle branch area that the implant protocol utilized abbott durata 7122q (df-4) ICD leads. Complications were observed in 3 out of 12 study patients in the feasibility study. The complications involved transeptal perforation in 2 patients and 1 micro-dislodgement. The pre and post diagnosed conditions and observations were generalized with no specific product or patient information. A successful implant was achieved in 75% of patients. Details are listed in the article journal of cardiovascular electrophysiology, 2025; 36:650¿662. Published by blackwell sci. Inc. Titled "permanent left bundle branch area df-4 defibrillator lead implantation¿feasibility, procedural caveats, safety, and follow-up".